Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the rear lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. The hemostasis sheath was found to have been kinked at the blood inlet hole. No other damage or deformation was found on the returned device. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a 7 fr short angio-seal sheath was inserted via an ipsilateral retrograde puncture to treat a chronic total occlusion (cto) lesion in the iliac artery. After the treatment of the lesion, the angio-seal device was inserted, and backflow blood was confirmed. The device was then inserted into the insertion sheath and snap locked. When the device/sheath assembly was withdrawn to deploy the anchor, the anchor was inside the insertion sheath, the device/sheath assembly was withdrawn together, and hemostasis failed. Manual compression was applied for 0.5 hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. Backflow blood was weaker than usual and was difficult to see. The patient's puncture site was difficult to insert the device because the skin was stiff due to repeated femoral punctures. The anchor did not come out of the insertion sheath. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250 ccs. No health damage to the patient. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.